Manufacturer narrative:
The device analysis report is attached. This report is submitted on jun 7, 2021.

Manufacturer narrative:
This report is submitted on march 19, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to recurring infection. The patient was also treated with oral antibiotics. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.